Manufacturer narrative:
Investigation conclusion: bd confirmed the complaint and forwarded on the tubes involved; they were found to be tacky around their outsides, including parts of the labels, with 5 being particularly badly affected. Root cause description: gel on the outer wall of a tube is normally associated with a gel dispense nozzle defect. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that there was foreign matter found in the gel of bd vacutainer® sst¿ ii advance plus blood collection tubes. No injury or medical intervention reported.